Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a patient follow up, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to the oversensing of noise. The s-ICD sensing configuration was programmed to the secondary vector. Boston scientific technical services (ts) was contacted and a ts consultant discussed that this may have been related to the acute phase of the implant procedure. No other episodes of this type were later recorded. The patient will continue to be monitored. No adverse patient effects were reported. The s-ICD remains implanted and in service.